Event description:
Reportedly, patient received 6 shocks but died. The device was then interrogated and showed several warning messages and on the ventricular fibrillation record, it showed that last shock impedance was in overload and max shock energy was ineffective. The device will be explanted and returned for analysis.

Event description:
Reportedly, patient received 6 shocks but died. The device was then interrogated and showed several warning messages and on the ventricular fibrillation record, it showed that last shock impedance was in overload and max shock energy was ineffective. The device will be explanted and returned for analysis.